Manufacturer narrative:
The customer contacted the siemens customer care center concerning elevated pt-inr results obtained on the sysmex cs-5100 and cs-2100i systems using innovin reagent relative to lower results on a non-siemens system with a non-siemens reagent. The cause of the discordant elevated pt- inr result is patient sample specific. Siemens headquarters support center (hsc) evaluated the information provided and performed an investigation on the patient sample. Evaluation of instrument log files did not identify any instrument malfunctions. Quality control measurements were found to be within assigned ranges. Investigation testing on the patient sample showed a factor ii and factor ix deficiency. Lupus could not be excluded. Further testing to exclude lupus was not possible due to insufficient sample. The instruction for used for innovin states: "dade® innovin® reagent is manufactured using recombinant human tissue factor and synthetic phospholipids which do not contain any other clotting factors such as prothrombin, f vii and f x. Therefore, it is highly sensitive to factor deficiencies and oral anticoagulant treated patient plasma samples." In the limitation of procedure section, the IFU also states: "there are no other clotting factors in recombinant human tissue factor. Factor assay curves using dade® innovin® reagent may therefore give longer clotting times at the lowest levels of the deficient factor than with other reagents. This may result in clotting times greater than 100 seconds for low factor levels in factor assay curves." Additionally, in the interfering substances section it is stated: "inhibitors such as lupus anticoagulant may interfere with the prothrombin time and result for example in inrs that do not reflect the exact degree of anticoagulation." The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time international normalized ratio (pt-inr) result was obtained on a patient sample on the sysmex cs-5100 and cs-2100i instrument systems using the dade innovin reagent. The result was not reported to the physician. The same sample was repeated using an alternate methodology on a non-siemens instrument system and a lower result was obtained and reported. All quality control material passed specifications. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated pt-inr result. There was no report of adverse health consequences as a result of the discordant elevated pt-inr result.